Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. When asked if the second stylet had some sort of device issue or if the healthcare provider not using the stylet was due to their personal preference, the representative reported that they believed it was because the tip was straight/curved and not what the healthcare provider was using originally, which they didn't like.

Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed upon receipt, visual inspection noted fluid consistent with body fluids in the lead. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Device analysis for stylet unknown revealed the stylet wire was bent at 15.0 cm, 16.0 cm, 28.5 cm and 36.2 cm from the distal end. The stylet was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The country of origin is australia. Concomitant medical products: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the representative was unable to advance the stylet through the lead; obstruction seemed to be at the proximal end of the lead. The original stylet (that was pre-loaded into the lead) was initially used to steer the lead. This was removed and an attempt to re-load it into the lead was made. This proved too difficult and the stylet became kinked, so a spare stylet from the original kit was used instead (the green gauge with a straight tip). This advanced in without any issue, but the healthcare provider didn¿t like the steering on the lead using that stylet. A revision kit was opened and the green gauge stylet with a blue curved tip was used, and it advanced without issue. Again, it was removed and attempts to re-place it failed. The stylet would then not advance through the proximal end. A stylet was fed in using tweezers (on the stylet, not lead) as advancing the stylet through the lead was difficult due to friction. Replacement/new stylets were used and initially fed in well, but by fifth feed, the stylet would not even advance beyond proximal end. This could not be resolved and a new lead had to be opened to progress and complete with the case. The issue was resolved. Surgical intervention did not occur and was not planned.